Manufacturer narrative:
An analysis is not available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant procedure, the sensor was released and became stuck to the delivery catheter. The physician eventually got the sensor to come off by bumping it with a snare. The sensor was then successfully calibrated. Additionally, the sensor was prepped/soaked/flushed prior to insertion. No further actions required.